Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet bionic pancreas displayed alert 65 indicating an audio alarm malfunction, with the audio alarm not audible, and multiple resets did not resolve the issue; the blood glucose at the time was 135 mg/dl and not affected. Symptoms included no reported hypoglycemia, hyperglycemia, or other adverse physiological effects. Outcomes included replacement of the device with instructions to sync data, shut down the original unit, and return it for evaluation. Investigation included customer troubleshooting and education, device replacement logistics, and return of the original device for assessment. Investigation of the returned device revealed an audio subsystem fault consistent with over/under current behavior in the audio circuit, indicative of an alarm function failure of the audio component. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure of the audio alarm circuitry.